Manufacturer narrative:
Complaint conclusion: as reported, damage was observed at the handle/hub of a 6f .070-inch judkin's right (jr) 4 100 cm vista brite tip guiding catheter during inventory preparation in the catheterization laboratory. There was no reported patient injury. The product was identified with damage at the hub, the device was not used, and it was reported to have been stored according to requirements. Additional event details were requested; however, they were not provided. The device was returned for evaluation. A non-sterile 6f .070 jr 4 100 cm vista brite tip guiding catheter was received coiled inside a clear plastic bag and was unpacked for product evaluation. Visual inspection identified a cracked condition on the hub and kinked/bent catheter conditions located 22.5 cm, 38.5 cm, 52 cm, 56 cm, and 77.8 cm from the distal tip. No other damage or anomalies were observed by unaided visual inspection of the components inspected. Dimensional analysis was performed, and the results were found to be within specification. Functional analysis was performed by connecting the catheter to a standard lab sample syringe, and leakage was produced due to the cracked condition on the hub. The product evaluation identified conditions related to a cracked hub and a kinked/bent catheter condition, and the observed cracked hub characteristic was consistent with those identified in previously confirmed complaints. The reported ¿luer hub - cracked-n/a¿ was observed during product analysis; the device was identified as damaged at the hub prior to use during inventory preparation, was not used, there was no reported patient injury, and product evaluation observed a cracked hub with leakage during functional analysis, as well as kinked/bent catheter conditions. The exact cause of the event cannot be determined based on the available information and product analysis. Information for safety is provided in the product labeling. According to the IFU, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ the IFU further states, ¿do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, damage was observed at the handle of a 6f .070-inch judkin's right (jr) 4 100cm vista brite tip guiding catheter. There was no reported patient injury. The product was identified with damage at the hub during inventory preparation in the catheterization laboratory. The device was not used. It was stored according to requirements. Additional event details were requested; however, not provided. The device was returned for evaluation.